Event description:
Caller reported a malfunction on the pump, identified as malf 12, but no notable events occurred before it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.